Event description:
It was reported that a cgm error occurred, specifically error 42, during the use of a pump in ireland. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to reset the pump, which resolved the issue, allowing the sensor session to start successfully.